Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 4:30 pm due to a high blood glucose level of over 600 mg/dl. The patient had also keypad issue as button was not working. Customer experienced symptoms related to their high blood glucose and high blood pressure. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was syringes. Customer once at the hospital had heart stop and he stopped breathing. The insulin pump was not replaced or returned for analysis.